Event description:
The pt was seen in 2003. 3 channel showed 'hi' impedance values. Significant impedance increases also observed on another 3 channels. Facial stimulation occurred during programming on 2 channels. Pt seen again. Telemetry measures revealed 'hi' readings on all 12 channels at that time.